Event description:
During a pci procedure, the balloon of the maverick otw ptca catheter ruptured at 6 atms on the second inflation. The first inflation was performed at 3 atms. The lesion being treated was a calcified, 99% stenotic lesion in the 1st diagonal branch (d1) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.